Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that "20 to 40%" of the bd a-line¿ syringes clotted during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "product is clotting from 20 to 40% of the samples."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were analysed for heparin content; all were within specification. No issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that "20 to 40%" of the bd a-line¿ syringes clotted during use. The following information was provided by the initial reporter, translated from portuguese to english: "product is clotting from 20 to 40% of the samples".

Manufacturer narrative:
Correction: the batch# was provided by the customer. The following fields have been updated: d.2. Medical device lot#: 9330400. D.4. Medical device expiration date: 2021-11-30. H.4. Device manufacture date: 2019-11-26.

Event description:
It was reported that "20 to 40%" of the bd a-line¿ syringes clotted during use. The following information was provided by the initial reporter, translated from portuguese to english: "product is clotting from 20 to 40% of the samples".